Event description:
It was reported that the patient had developed hematoma post implant of the implantable cardioverter defibrillator (ICD). It was noted, the blood went into the whole df-4 port and also from the distal pin to the connector of the ICD lead. It was also reported, there was high threshold on the right ventricular (rv) lead. The ICD and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient , serial# (B)(4), implanted: 2013 (B)(6). (B)(4).